Event description:
It was reported that during set up for an unknown procedure, the shaft was bent when they removed it from the packaging. They could not form clips when testing. There was no patient involvement. They completed the set up with a new like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.